Manufacturer narrative:
Reported event: an event regarding an inaccurate resection involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 170 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification the complaint databases were reviewed from 2011 to present for similar reported events regarding an inaccurate resection. There were 8 other reported events ((B)(4)). Conclusion: the session and vp log data from the case was reviewed. An analysis of the checkpoints values, bone registration values, rio registration values, and bone preparation checkpoints values was completed. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
Mako pka: femoral checkpoint and base array passed to burr. Burred the whole femur with the burr and everything matched up and nothing was off. When we trialed, it was stated by the surgeon that the femoral component was too far lateral and he couldn¿t line up the posterior post hole. Gave the surgeon two options: check three planes/checkpoint to see if the array moved or opened up manual tray to drill out posterior post hole. He decided on opening up the manual tray and drilled the posterior post hole. Surgeon thinks our intra-op plan was off and doesn¿t believe the femoral array moved at all. I submitted the file to the complaints folder under (B)(6).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako pka: femoral checkpoint and base array passed to burr. Burred the whole femur with the burr and everything matched up and nothing was off. When we trialed, it was stated by the surgeon that the femoral component was too far lateral and he couldn¿t line up the posterior post hole. Gave the surgeon two options: check three planes/checkpoint to see if the array moved or opened up manual tray to drill out posterior post hole. He decided on opening up the manual tray and drilled the posterior post hole. Surgeon thinks our intra-op plan was off and doesn¿t believe the femoral array moved at all. (B)(6).